Event description:
Information received via medtronic indicated that the insulin pump was not stopping infusion. The customer also experienced hypoglycemia. Customer's blood glucose value at the time of incident was 51 mg/dl and current blood glucose value was 92 mg/dl. Customer experienced symptoms such as confusion and loss of sensibility. Customer was treated with food. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. Customer was using the auto mode or smartguard. Customer stated that the auto mode or smartguard was automatically delivering insulin at the time of low blood glucose event. Troubleshooting was performed. No further patient complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.